Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain and drain complications), which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. The documentation provided by the pdrn does not state a fresenius device(s) and/or product(s) malfunction or deficiency occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to drain complications and abdominal pain. A peritoneal effluent fluid culture was obtained, and the patient was diagnosed with peritonitis and severe constipation (treated with laxatives). The patient¿s peritonitis was treated with vancomycin 2000 mg (duration, frequency, route not provided) and the peritoneal effluent fluid cultures returned positive for staphylococcus (species not provided). Per the pdrn, the serious adverse events were caused by an unspecified touch contamination event. The patient was able to complete ccpd therapy while hospitalized and was discharged on (B)(6) 2023. The patient continues to utilize the same liberty select cycler and has recovered from the events. The follow-up documentation also revealed the patient¿s pd catheter (not a fresenius product) was incorrectly positioned and was revised on (B)(6) 2023.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to drain complications and abdominal pain. A peritoneal effluent fluid culture was obtained, and the patient was diagnosed with peritonitis and severe constipation (treated with laxatives). The patient¿s peritonitis was treated with vancomycin 2000 mg (duration, frequency, route not provided) and the peritoneal effluent fluid cultures returned positive for staphylococcus (species not provided). Per the pdrn, the serious adverse events were caused by an unspecified touch contamination event. The patient was able to complete ccpd therapy while hospitalized and was discharged on (B)(6) 2023. The patient continues to utilize the same liberty select cycler and has recovered from the events. The follow-up documentation also revealed the patient¿s pd catheter (not a fresenius product) was incorrectly positioned and was revised on (B)(6) 2023.

Event description:
The file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2023 during follow-up for file (B)(4), fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date not provided) due to abdominal pain. The patient was reportedly diagnosed with peritonitis and severe constipation, which was treated with laxatives. The patient was able to complete ccpd therapy while hospitalized and was discharged on (B)(6) 2023. Subsequent attempts to obtain additional information (e.g., patient demographics, causality, organism, discharge summary, hospital records) have proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain) and constipation, which warranted hospitalization. The etiology of the events is unknown; therefore, causality cannot be firmly established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Preventing constipation reduces the risk of contracting peritonitis due to the transmural migration of bacteria. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.